Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high pacing impedance and intermittent capture threshold were observed on the right ventricular lead on multiple locations within the heart. It was found that heart tissue lodged in the lead helix and prevented contact. The lead was not implanted and was replaced. The patient was stable.